Event description:
It was reported that an unspecified cartridge error occurred. Reportedly "pump was exposed to water for an unknown amount of time". There was no reported adverse impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.